Manufacturer narrative:
Medwatch sent to FDA on 8/10/2016. Additional information: describe event or problem.

Event description:
Further follow up has revealed that the patient's symptoms "are improving but still present."

Event description:
Further follow up with the injecting office revealed that the patient was injected with 4 syringes of juvéderm voluma® xc, juvederm® ultra plus xc in the nasolabial folds, and kenalog under the eyes. The injecting office claims that none of the previously reported symptoms are true and that they were never observed in the office. The patient was biopsied 5-6 months after injection. The biopsy showed skin cancer which was not related to any dermal fillers. The injecting office reports that the patient is not currently experiencing any of the reported events. The patient was concomitantly taking vitamin c and vitamin d at the time of injection. Follow up with the treating office revealed that the patient is still experiencing the same symptoms. The patient's cheeks are "hard." The skin cancer was reported to be unrelated to the filler. The patient has refused treatment. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00401 ((B)(4)). This MDR submitted for the first suspected product, juvéderm voluma® xc.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
A company representative reported on behalf of a health professional who noted that 10 months after injection in the cheeks with 2 syringes of juvéderm voluma® xc, the patient experienced ¿severe facial swelling, hardness in the cheeks, granulomas and the area feels encapsulated." A biopsy showed "foreign material, granulomas" and a diagnosis of "sarcoidosis." The patient noted having sarcoidosis prior to the injection. No treatment has been provided. Further follow up with the injecting office revealed that the patient was injected with 4 syringes of juvéderm voluma® xc, juvederm® ultra plus xc in the nasolabial folds, and kenalog under the eyes. The injecting office claims that none of the previously reported symptoms are true and that they were never observed in the office. The patient was biopsied 5-6 months after injection. The biopsy showed skin cancer which was not related to any dermal fillers. The injecting office reports that the patient is not currently experiencing any of the reported events. The patient was concomitantly taking vitamin c and vitamin d at the time of injection. Follow up with the treating office revealed that the patient is still experiencing the same symptoms. The patient's cheeks are "hard." The skin cancer was reported to be unrelated to the filler. The patient has refused treatment. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00401 ((B)(4)). This MDR submitted for the first suspected product, juvéderm voluma® xc.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿severe facial swelling, hardness in the cheeks, granulomas and the area feels encapsulated" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: per table 1: treatment site responses by maximum severity occurring in (B)(4) of subjects after initial treatment ((B)(4)) possible treatment site responses post injection with juvederm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] (B)(4) of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] (B)(4) of subjects included injection site hypertrophy ((B)(4)), nodule ((B)(4)), inflammation ((B)(4)), injection site anesthesia ((B)(4)), injection site dryness ((B)(4)), injection site erosion ((B)(4)), mass ((B)(4)), contusion ((B)(4)) and syncope ((B)(4))." Post-market surveillance: "juvederm voluma® without lidocaine has been marketed outside the us since 2005, and juvederm voluma® with lidocaine has been marketed outside the us since 2009. As of (B)(6) 2012, the following aes were received from post-market surveillance for juvederm voluma® with and without lidocaine with a frequency [greater than or equal to] (B)(4) and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
A company representative reported on behalf of a health professional who noted that 10 months after injection in the cheeks with 2 syringes of juvederm voluma (tm) xc, the patient experienced "severe facial swelling, hardness in the cheeks, granulomas and the area feels encapsulated." A biopsy showed "foreign material, granulomas" and a diagnosis of "sarcoidosis." The patient noted having sarcoidosis prior to the injection. No treatment has been provided.